Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Manufacturing site evaluation: samples received: 1 open racepack. This is a second complaint of this code batch. There were (B)(4)units of this code batch manufactured and distributed, no units remain in OEM stock. For the sample received, there is no needle inside the pack and the thread is still wound on the pack. Without any closed sample we cannot carry out a complete analysis. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Remarks: the complaint is justified for isolated detached needle, but the conclusion is not corresponding (not justified) according to the in process control results when this batch was manufactured. Corrective/preventative action: not applicable.

Event description:
Country of complaint: (B)(6). Needle detached from thread, happened with two threads of this batch.